Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced an insufflation issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogging of the nozzle by white and blue fibers at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition the evaluation found the following: the air supply volume does not meet the standard value due to clogging of the nozzle, there was burning and a scratch on the plastic distal end cover, and buckling of the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material during evaluation; however; the customer returned the device without reprocessing due to the reported defect which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.